Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) hasp had fallen off the refrigerator door. A field service engineer (fse) removed the old adhesive, applied new adhesive, and securely reattached the hasp to resolve the issue. The repair was validated by successful testing in hardware test application (hta), confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator lock assembly was detached. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.